Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing blood glucose (bg) levels in the 300 mg/dl range. During the pump system check, the pump time was found to be off by 7 minutes and the cause was not known. The pump supplies were changed.